Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not established as no definitive log abnormalities were observed, no product was returned and limited clinical information was provided.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 72-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support as a bailout for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient's urine was red. The partial thromboplastin time (ptt) was over 200. Heparin was being held. The plasma free hemoglobin was being assessed. The following day, the physician decided to explant the impella due to concern for hemolysis. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).